Manufacturer narrative:
(B)(4). The pump remains implanted supporting the patient. The system controller was returned for investigation on 06/15/2016. Evaluation is not yet complete. Approximate age of device ¿ 8 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, the customer observed pump off events in the system controller history that had occurred on (B)(6) 2016. The patient had not heard any audible alarms. The system controller was exchanged and no further alarms occurred. The patient had reportedly remained clinically stable during the event but incidentally required diuresis. The system controller log file was submitted to the manufacturer's technical services for analysis which confirmed 4 pump speed drop events and 2 pump stoppage events between (B)(6) 2016. It was noted that an increase in pump power also occurred during this same time. It was reported on 06/15/2016 that the patient experienced dizziness, had a mean arterial pressure of 58 mmhg and a low urine output. The patient's symptoms reportedly improved after being treated with albumin. No further information was provided.

Manufacturer narrative:
The report of reductions in pump speed values below the low speed limit and pump stoppage events was confirmed based on the evaluation of the log file retrieved from the returned system controller; however, a root cause for the events recorded in the log file could not be determined through this evaluation. According to the information, the cannula position was ideal, and the patient could potentially have a fluid issue. The system controller was exchanged and the event reportedly resolved. The patient remains ongoing on pump support and no further events have been reported at this time. Additionally, no atypical pump power values, alarms or events were captured during functional testing of the returned system controller. The system controller was found to function as intended during analysis. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.